Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received. It was reported that the patient put new batteries in on approximately (B)(6) and attempted to sync the remote with the generator and the por code kept coming up. It was noted there were no changes in the patient¿s activity level or any changes to the device programming. The last time the patient checked the remote and generator sync was (B)(6) 2016, which was reported to be fine. It was noted the por came up somewhere after that, but it was not known how long it was in por. The patient contacted and met with a manufacturer representative on (B)(6) 2017. The patient was told the battery (generator) was at end of service (eos) and needed to be replaced. The patient had a revision surgery on (B)(6) 2017. It was reported all fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a power on reset (por). The patient noted they were checking their implantable neurostimulator (ins) when they saw the por. The patient stated her healthcare professional (hcp) told her to contact the manufacturer representative (rep) to resolve the por. There were no symptoms reported. The patient noted they saw the por on (B)(6). Additional information from the patient on (B)(6) reported the rep had not contacted her to set up an appointment to clear the por. Additional information from the rep reported they spoke with the patient and they were meeting the patient in the office on (B)(6) 2017. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.